Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient's system was replaced on (B)(6) 2019 due to the ipg being inoperable and the high energy requirements of octrode leads. Effective therapy was restored post op.

Manufacturer narrative:
The patient had stimulation prior to their replacement, and the patient had their stimulator replaced due to the ipg nearing end of life.